Event description:
It was found during testing that a pump was alarming for a door not fully latched message. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom door not fully latched was confirmed and reproduced. It was caused by failed lower switch. As a result, the lower auxiliary assembly was replaced.